Event description:
Patient who had a trufit plug implanted 4 months ago. He reported the surgeon probed the plug and it seemed soft, and asked to speak with the marketing manager. The doctor does not plan on another scope, just going to conservatively watch her. He was doing a knee scope on a patient who had an obi put in on one of the patients condyle surfaces and the other surface had a cadaver plug put in. Both were put in four months ago. The cadaver graft looked good but patient was in lots of pain since first surgery.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div. Is submitting the enclosed report to comply with (B)(4) , the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div. Which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. This report does not constitute an admission that the device, smith & nephew, inc, endoscopy division, or its employees caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, smith & nephew, inc, endoscopy division, or its employees, that the report constitutes an admission that the device, smith & nephew, inc. Endoscopy div., or its employees caused or contributed to the event described in the report.no product being returned for evaluation. (B)(4).